Manufacturer narrative:
(B)(4). Analysis of available pdms data showed no anomaly. The returned device exhibited mechanical damage (damaged top can). The failure was isolated to a broken wire in the telemetry coil. The coil was most probably damaged by a patient fall that severely dented the rns case. The exact location of the broken telemetry coil wire could not be located.

Event description:
On (B)(6) 21 the patient was not able to establish telemetry with the neurostimulator. The explanted device was returned to neuropace and investigated.

Manufacturer narrative:
(B)(4). The left neurostimulator was replaced and reconnected to the relevant leads and programmed for use. The explanted device was received by neuropace and is currently undergoing investigation. The device was received damaged with a dent on the top can.

Event description:
On (B)(6) 2021 the patient was not able to establish telemetry. The patient has two neurostimulators implanted, the device in question is located on the left. The neuropace fce attempted to interrogate the left neurostimulator multiple times without success. Interrogation of the right device was successful. The patient reported they fell on (B)(6) 2021, but only hit their shoulder and did not seek medical care. There is no report of any surgical procedure or imaging (MRI and CT). The left device was replaced on (B)(6) 2021. Upon explant of the device, it was noted that the device was dented on the top can.